Event description:
Needle separated from hub while injecting in patient, needle retrieved from injection site.

Manufacturer narrative:
Actual device received (hub only). Visual examination shows no evidence of epoxy residue in the cannula well. Incident is confirmed as insufficient epoxy condition noted on initial report.